Event description:
The account alleged that the head section of the bed has a slow drift, not visable. No pt impact.

Manufacturer narrative:
No further info is available for the repair of the bed at this time.